Event description:
The device was returned to the manufacturer's service center for evaluation of the reported issue that the device stopped operating during an inspection. Evaluation was completed (B)(6) 2025 with the following findings: the "ventilator inoperative" alarm occurred during an inspection, so the sensor printed circuit board assembly (pca) needs to be replaced since it was caused by ab abnormality of the sensor pca. The "ventilator service required" alarm occurred during an inspection. It was observed that there was a malfunction on the oxygen sensor, so the oxygen blender pca, which has an oxygen sensor, needs to be replaced. No repairs of the device were completed. This device will be returned to the customer without repair as per customer request.